Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU), states that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Per the IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2020, follow-up imaging showed no evidence of a type I endoleak, however a type ii endoleak originating from the right internal iliac artery was identified. That same day, an additional procedure was performed, whereby the right internal iliac artery was coil embolized and intentionally covered with the implantation of an iliac extender component (pll161207) into the right external iliac artery. Additionally, an aortic extender component (pla230300) was implanted for proximal extension on the previously implanted trunk-ipsilateral component (rlt231216) as a precautionary measure. Final angiography showed no evidence of the endoleak, and the patient was reported to have tolerated the procedure.